Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor, and excessive no delivery test. There was no motor error alarm noted. The motor tested outside of device and passed. There were minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed for a motor error during a bolus. The insulin pump had not been dropped, bumped, or exposed to a strong magnetic field or MRI. The insulin pump was able to be rewound. The blood glucose reading was 5.4 mmol/l. Nothing further was reported.